Manufacturer narrative:
The instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. In addition the instructions for use (IFU) states: adverse events that may be associated with the use of the vad include warning of serious and life threatening adverse events, such as pump thrombus and death. This patient's known history of left atrium thrombus and recent power disconnect are factors that may have contributed to the event. Adverse events documented and that may be associated with the use of the vad include device thrombosis and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Adverse events documented and that may be associated with the use of the vad include device thrombosis and re-operation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Devices remain implanted.

Event description:
It was reported by medical personnel that during "surgery in (B)(6)" the surgeon removed two thrombus from the left atrium, each being around 3 cm diameter in size. It has not been confirmed if this occurrence was during the implant surgery or the exact relevance to the device. No additional information provided.